Event description:
I was using bausch & lomb moisture loc and had an eye irritation; I went to the doctor in 2005. I was told by the doctor not to wear contact lens for a while because I had an infection in my eye. She told me to make sure the irritation had cleared up before I wear contacts again. The doctor then prescribed a prescription for eye glasses. I wore these eye glasses for 8 to 10 months. After that my eyes were better. I have reported this case. I was prescribed prescription eye glasses. My records has been given to the attorneys.